Event description:
The customer reported that the system had a loudspeaker failure causing the alarm not to work. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #(B)(6). Reporter phone (B)(6). Reporting address state (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device. The fse confirmed there was something loose inside resulting in the unit making a distorted sound and there was a speaker inoperative message present at the time of the event. After the internal speaker replacement, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.